Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 503 mg/dl. A corrective bolus and insulin injections were used to address the bg level. The customer was not sure what caused the high bg and thought that food may have been a cause. A pump system check was performed and no device issues were identified. Upon follow-up, the customer reported that the bg level dropped to 340 mg/dl and no supplies had been changed. The customer declined further follow-up.